Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. No repairs are available and device will be scrapped.

Event description:
The customer reported that during a patient procedure, using a ranger video baton 3-4, there was no video from the baton. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.